Event description:
Philips received a complaint on the heartstart xl+ indicating that the device could not boot up. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that the paddle was not placed properly resulting in an op check fail. After placing it properly, the test was normal. The device remains at the customer site and no further evaluation is warranted at this time.